Event description:
It was reported that this right atrial (ra) lead was suspected of lead dislodgement as all the atrial beats fell at the same time as the ventricular complexes. Technical services (ts) suggested to consider for chest x ray. At this time, this ra lead remains in service. No adverse patient effects were reported.